Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high blood urea nitrogen (bun) results on 24 patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The original samples were repeated and lower results were obtained. Amended reports were initiated on all patients. Patients treatment was not impacted by this event.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition with staples present and with the breakaway washer uncut, indicating that the device had not been fired. The device was tested for functionality and it fired all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached to the device without any difficulties and did not detach during functional testing. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. When this happens, the anvil will not sit correctly/completely in the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 11/03/2010.

Event description:
It was reported that during a left hemicolectomy procedure, the doctor opened the stapler to perform an end to end anastomosis. He used the anvil to create a purse string on the proximal side of the colon, and then introduced the stapler through the rectum. He attached the anvil to the trocar of the stapler with the orange line visible, but the anvil popped out every time the doctor tried to close the stapler. The doctor used another stapler cdh29. Didn¿t have any more ecs29 available. Surgery was prolonged 30 minutes. There were no adverse consequences for the patient.